Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: broken shell, underweight and crease fold. A visual and microscopic analysis was performed which identified broken crease sharp on radius, opening creases sharp on posterior, missing shell, stress mark and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening, a broken crease sharp on radius assessed as fold flaw opening, and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.